Event description:
It was reported that a cartridge alarm 30 occurred, and there was no adverse impact to the customer's blood glucose level. The customer successfully replaced the cartridge on their own and resumed insulin therapy. The issue was resolved, and there were no additional technical complications noted.